Manufacturer narrative:
The initial medwatch report indicates: serial number - (B)(4). The initial medwatch report should indicate: manufacturing date - 08/16/2018.

Event description:
The customer contacted physio-control to report that when attempting to use the device, it didn't recognize that a patient was connected. The customer reported that they believe it was user error. The user didn't remove the electrode pads as advised and failed to remove the adhesive backing off of the electrodes. The patient did not survive the event. The customer stated that the patient's rhythm was asystole. No further details about the patient were provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by MFR: device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when attempting to use the device, it didn't recognize that a patient was connected. The customer reported that they believe it was user error. The user didn't remove the electrode pads as advised and failed to remove the adhesive backing off of the electrodes. The patient did not survive the event. The customer stated that the patient's rhythm was asystole. No further details about the patient were provided.

Manufacturer narrative:
Outcomes attributed to the ae of the initial medwatch report was blank. Outcomes attributed to the ae of the initial medwatch report should be "death."

Event description:
The customer contacted physio-control to report that when attempting to use the device, it didn't recognize that a patient was connected. The customer reported that they believe it was user error. The user didn't remove the electrode pads as advised and failed to remove the adhesive backing off of the electrodes. The patient did not survive the event. The customer stated that the patient's rhythm was asystole. No further details about the patient were provided.

Event description:
The customer contacted physio-control to report that when attempting to use the device, it didn't recognize that a patient was connected. The customer reported that they believe it was user error. The user didn't remove the electrode pads as advised and failed to remove the adhesive backing off of the electrodes. The patient did not survive the event. The customer stated that the patient's rhythm was asystole. No further details about the patient were provided.

Manufacturer narrative:
Death date of the initial medwatch report was blank. Death date of the initial medwatch report should be "06/07/2019".

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Upon examination of the device it was observed that the electrode pad adhesive was not properly removed prior to use and therefore, the pads did not adhere to the patient. Proper device operation was observed through functional and performance testing. The customer was provided with a warranty replacement device. The root cause of the issue was determined to be user error.

Event description:
The customer contacted physio-control to report that when attempting to use the device, it didn't recognize that a patient was connected. The customer reported that they believe it was user error. The user didn't remove the electrode pads as advised and failed to remove the adhesive backing off of the electrodes. The patient did not survive the event. The customer stated that the patient's rhythm was asystole. No further details about the patient were provided.